Event description:
It was reported that this lead was explanted due to a break in the lead conductor and noise.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection revealed, severe abrasion marks at several positions of the lead segments. In particular in the distal lead region the insulation was found damaged, due to wear. This damage is assumed to be the root cause for the clinical observation. The characteristics of this damage, indicate unexpected, excessive wear on the lead. Thus it is assumed, that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion, due to an adverse lead position including slack, or a potential increased in-growth, which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further damages like the cuts into the insulation 29 cm distal to the is-1 connector pin and the deformed fixation helix most likely occurred, during the extraction procedure. In conclusion: the clinical observation resulted, presumably from the observed lead damage. The ICD showed no anomalies and functioned as expected. Analysis did not reveal, any sign of a material or manufacturing problem of these devices.